Manufacturer narrative:
Article citation: strong caldwell a, gill zs, st peter dm. "Occlusion of xen gel stent with descemet's membrane relieved by nd:yag laser." J glaucoma. 2024jul15. Doi: 10.1097/ijg.0000000000002467. Epub ahead of print. Pmid: 38995115. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "occlusion of xen gel stent with descemet's membrane relieved by nd:yag laser" from the journal of glaucoma reported a patient underwent ab-externo xen®45 gts implantation in the right eye. On pod1, bcva was decreased to 20/70 from 20/30-2 at baseline and iop was 6 mmhg. At pow1, bcva was 20/40 and iop was 6 mmhg. At pow2, bcva was 20/50 and iop was 45 mmhg. Gonioscopic exam noted a 1 mm hinged flap in descemet's membrane blocking the ostium of the stent. Nd:yag laser treatment was immediately performed directly to the flap with increasing power until the flap dislocated from its hinge, immediately following iop was 3 mmhg. The next day (pow2), iop was 35 mmhg and a free-floating piece of descemet's membrane, approximately 60 mcm in diameter, was observed occluding the stent. Nd:yag was immediately performed again directly to the tip of the stent ostium, obliterating the free-floating piece; immediately following iop was 15 mmhg with an elevated bleb. Three days later, iop was 6 mmhg. At final follow-up visit, 13 months after the 2nd nd:yag procedure, bcva was 20/25 and iop was 10 mmhg off all medications. Device remains implanted.